Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b: procode is nry/qjp. Section d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Section h4: the device manufacture date is not known as the device lot number is not available / not reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during a mechanical thrombectomy to the left middle cerebral artery, segment m1, the physician was trying to insert the 137cm cereglide 71 catheter (product code: nic71137u, lot number: unknown) into a copilot touhey that was connected to a zoom 88 base catheter and he felt resistance. He removed the cereglide and noticed it was kinked. Additional event information received on 22-apr-2026 indicated that the kink occurred in the patient, prior to aspiration or delivering stent retriever. The catheter tip was inside the touey when the damage was observed. The device/system was removed or replaced to continue the procedure. The event did not result in any undue procedural delay that could be considered clinically significant. There was no difficulty in removing device from packaging. A direct aspiration first pass technique (adapt) was used. The device was not snaked. The anartomoy was noted as ¿normal¿. There was no break in material integrity at the site of the defect, such as cracking or fracture.